Event description:
Boston scientific provided the following information: patient arrived for diagnostic cath, noted loss of capture and bradycardia. After device interrogation it was noted that rv threshold was 6 volts. The patient was dependent and the cath was cancelled and new rv lead placement was scheduled. The left svc was occluded so a new rv lead and device was implanted on the right side with no complications. The previous lead was 14 years old and experienced a rise in threshold. The entire original system was left on the right side and a new system was implanted on the left. This ra lead was also capped.

Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.